Event description:
Additional information was received from the consumer. The patient reported that they had their medication changed and reprogrammed their device to resolve the issue about the stimulation in the stomach. It was noted that the stimulation in the patient's stomach felt better. But the stim sometimes increased on its own when he slept so he has been shutting off the ins at night.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a lot of stimulation in his stomach when increasing stimulation in (B)(6) 2016. It was reviewed that stimulation was not supposed to be uncomfortable, and the patient should turn down stimulation if it is uncomfortable. When asked about falls/trauma related to the issue, the patient stated that he fell on (B)(6) 2016. It was noted that the healthcare professional had put the patient on new medication. The patient stood up too fast and blacked out due to the medicine; it was clarified that the patient had fainted and fell backwards. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.